Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4). Product review of the electric dermatome on november 4, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications but ran erratic and the control bar was in the correct position. The 2 inch width plate was damaged. The control bar and head had some minor (chips) damage. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on november 4, 2019 which included replacement of the 2 inch width plate, seal/strain relief, plug harness assembly, o-ring, machined head, die cast lever, motor, switch, bearings, spring seal, ball plunger, spring pin, semi-circle bearings, vespel bearings, and control bar. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome had chips in the control bar, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the 2 inch width plate, seal/strain relief, plug harness assembly, o-ring, machined head, die cast lever, motor, switch, bearings, spring seal, ball plunger, spring pin, semi-circle bearings, vespel bearings, and control bar were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during cleaning a chip was found in blade. During repair, it was discovered that the device's motor was running erratically. No adverse events were reported as a result of this malfunction.